Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Regarding patient struggling to charge ins, patient stated device/charging has been "positional since the day I got it" and that's why they struggle to charge the ins. Regarding the device turning off sometimes, patient indicated they will set ins to stimulate and it stimulates once but then stops. Patient indicated they were confused about how to use the controller and through discussion with pss, patient thought maybe they had been turning ins off/on without realizing it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient asked if ps ever heard of the box inside of her causing severe pain. Patient reported about a week or two ago they are having severe pain right where the ins is located and pulsating half of the back to the groin and she is afraid something is wrong with the box/ ins in her back. Patient services specialist (ps) asked patient if she had a fall or trauma and patient said no but she feels like she did because of the pain. Ps asked if the incision is sensitive to the touch or discolored and patient stated the pain is inside the body on the ins area and she is not able to walk or stand up straight. Ps asked clarifying questions about recharging ins, patient stated she can charge the ins and if patient turn off the ins to see if that will make a difference and patient said the device shuts off sometime. Patient stated she struggle to charge the ins since it was implanted. Ps reviewed device function and patient was not sure if she turn off the ins of not. Ps reviewed how to use the controller to turn off the ins. Patient stated she did not have the controller with her. Ps reviewed ps role and recommend patient consult with hc p ofc for next steps. Patient stated she has an appointment on (B)(6) 2022 with hcp but she was not sure of the hcp name. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp.